Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level of 570 mg/dl. The customer administered manual insulin injections to address bg. Customer loaded a new cartridge to resolve the issue.